Manufacturer narrative:
Retainer ring = black. Case type = ngp. Patient device for an alleged blank display anomaly, serial number label is missing, failed battery test alarms and pump error alarms observed on (B)(6), 2022 device received with flashing medtronic logo. Unable to verify failed battery test alarms or pump error alarms due to flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thus due to flashing medtronic logo. Device was cut open to perform visual inspection and found no damage to the electronic assemblies. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, partially broken off belt clip rails, faded serial number label, scratched casing. Device was not received with original battery cap. Flashing medtronic logo was confirmed during analysis, problem isolated to the electronic assemblies. Unable to confirm failed battery test alarms and pump error alarms due to flashing medtronic logo. Device failed to download history files and traces due to flashing medtronic logo. Unable to verify battery cap damaged due to battery cap not received with device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery contacts of the insulin pump were missing , insulin pump display was blank and insulin was new batteries also failed. No harm requiring medical intervention was reported. The troubleshooting was performed. The customer will discontinue to use the device till they receive a replacement for the battery cap. The insulin pump will be returned for the product analysis.